Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.501.080, lot: l847631, manufacturing site: haegendorf, release to warehouse date: 11. June 2018. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. No service history review can be performed as part number 03.501.080 with lot number(s) l847631 is a lot/batch controlled item. The service history review is unconfirmed. Please launch a DHR review. Service & repair evaluation: the customer reported the application instrument for sternal zipfix will not tighten when squeezed. The repair technician reported the gen 2 handle screw was loose. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: application instrument. The item was repaired per the inspection sheet, passed synthes final inspection on 7-jan-2019 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the application instrument for sternal zipfix will not tighten when squeezed. There was no surgical delay. The procedure was successfully completed. The patient status was stable.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the application instrument for sternal zipfix would not tighten when squeezed. It is unknown when the issue was observed. It is unknown if there was patient involvement. This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).